Event description:
A customer reported cartridge alarms 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a corrective action. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and informed that they would receive a replacement pump with updated software. They were instructed on how to return the faulty pump and program the replacement pump settings. The customer understood and acknowledged all instructions provided by technical support.